Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx150mmx150cm sterling balloon catheter was advanced for dilation. However, during first inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. Microscopic examination revealed that the core wire is separated and there is a hole in the inflation lumen 25.8cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a hole in the inflation lumen.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx150mmx150cm sterling balloon catheter was advanced for dilation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.